Manufacturer narrative:
The insulin pump was received with constant a39 error alarm followed by off no power alarm due to corroded interface board and corrosion was noted on the radio frequency board. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for spi to motor pic communication error. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. It was reported that the pump would be replaced and returned for analysis.